Manufacturer narrative:
Investigation results/ visual investigation: the applier provided is in a good condition, visually no deviation can be found. However, the cartridge provided is damaged, the sliding sheet is bent and the distal and is broken off. Investigation was carried out visually and microscopically. A functional test was carried out successfully. However, the jaw opening width no longer complies with the specifications. Therefore, a proper function of the applier can no longer be guaranteed. Furthermore, a usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Based upon our historically grown product experience and due to different simulations regarding an insufficient inserting of the cartridge or a too fast application of the clips, this could be one possible root cause of the described failure. Malfunctions can be caused by incorrect assembly sequence, the correct order of assembly must be observed according to the hints in the instruction for use (IFU). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl574t - challenger ti-p sm-ligat.clips 12 cartr. According to the complaint description, the cartridge disloged from shaft during surgery. Fired 7-8 clips and cartridge pop out from shaft. No injury to the patient and surgery proceed without delay. There was no described patient harm. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Involved components: pl522r: shaft compl.d:5mm l:310mm, pl520r: challenger ti-p handle.